Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va1d9gv, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative (rep) that they had pain at the pocket. The rep reported it system was removed on (B)(6) due to pain at the implant site. The rep stated it was not known there was any environmental, external, or patient factors that may have led or contributed to the issue. The rep stated the healthcare professional (hcp) had turned the implantable neurostimulator (ins) off. The rep noted the device was surgically removed and the issue was resolved at the time of the report. The rep stated the patient complained of pain at the pocket site. The rep stated the hcp and patient discussed a pocket revision, but decided to remove the device completely. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.